Event description:
Sales rep. Reported that the suture broke on two devices during a rotator cuff repair of the right shoulder. The first know slid down and broke while putting half hitches. The second broke upon sliding the know down. The first surute broke while tying half hitches, so fixation was achieved. The second suture broke while pushing the sliding know down and fixation was not achieved and the suture was removed. Back-up devices were available. The surgeon did not experience any delay to the surgery as a result. No patient injury or procedural complications were noted.